Event description:
It was reported that this lead was surgically abandoned but still implanted due to it was fractured. Additional information was received and it was confirmed that the lead was capped. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to it was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.